Manufacturer narrative:
Investigations have determined that a general issue with the instrument or reagent can be excluded since calibration and controls performed prior to the event were fine. The abnormal aspiration alarm that was received indicates that there may have been insufficient sample volume pipetted and/or a clogged probe.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for valproic acid (valp). The sample initially resulted as 0.0 ug/ml and this value was reported outside of the laboratory. The doctor called for a repeat of the sample. The sample was repeated and resulted as 75.4 ug/ml. The sample was also repeated a second time and resulted as 77.0 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected. The valp reagent lot number was 601925, with an expiration date of 09/29/2015. It was noted that there was an abnormal aspiration alarm which occurred on the system after the sample was run. This alarm may indicate either a clogged probe or insufficient sample material.